Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected lost sensor alarms, sensor signal anomalies or sensor anomalies noted during testing. Unexpected pump errors while priming due to moisture damaged on all electronic assemblies. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, corrosion on force sensor assembly and moisture damage on motor assembly. (B)(4).

Event description:
The customer reported that they received lost sensor alarm. The customer's blood glucose was 211 mg/dl at the time of incident. The insulin pump was returned for analysis.